Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure after both the right ventricular and atrial leads were connected to the implantable cardioverter defibrillator, cross talk was noted on both the atrial and ventricular channels. Repositioning the atrial lead and changing the device did not resolve the issue. The device and both the leads were not used and a new system was implanted. The patient was discharged.